Event description:
Reporter wore patch on lower back for relief of pain from car trip in 2007. Just after applying patch she felt wonderful. When she took the patch off the skin came with it, had red irritated area where the patch was in shape of patch, left 3 nickel sized holes where patch was removed. She went to ER for treatment. She was contacted for additional info on 12/10/07 and stated that she is much better. She still has dime sized spots where the area is healing.